Manufacturer narrative:
Mml # c-01845.

Event description:
It was reported that the device stopped working. The clinical specialist troubleshot the issue and confirmed out-of-range (oor)/high impedance failure of the left lead. The patient underwent a surgical procedure to replace the left lead due to the progression of oor/high impedance failure. The left lead was removed, and a new lead was implanted without complications. There was no report of patient harm or injury. A review of the initial implant imaging revealed that the oor was caused by an improper implant technique related to the fascial entry point. The lead assembly was evaluated, and the oor was confirmed. Visual inspection observed rounded fractured coils across all coils, approximately 1 inch below the distal electrode #4. Functional testing could not be performed because the lead was cut into two segments. Following the lead revision, the reactiv8 system was activated by programming the reactiv8 ipg to allow the patient to initiate bilateral stimulation (when initiated by the patient).